Manufacturer narrative:
The field service engineer (fse) inspected the module and noted that the vacuum squeegee was misadjusted causing a splash effect, resulting in droplets from the rinse mechanism to compromise the results. He then replaced both squeegees in the rinse mechanism and made adjustments. He performed mechanical checks (50x) with successful results. The customer performed calibrations and qcs with successful results. The last calibration performed on 12-jun-2023 was within specifications. The qc recovery was within specifications. The alarm trace had "abnormal sample aspiration" alarms. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect na and cl for gen.2 results from one patient sample tested on the cobas 6000 c501 (ul) v. The initial results were reported outside of the laboratory. A new patient sample with normal results was received which prompted the rerun of the patient sample. The patient sample was rerun on their backup c501. The initial sodium result from the module was 112 mmol/l. The repeat result from the other module was 138 mmol/l. The initial chloride result from the module was 79 mmol/l. The repeat result from the other module was 102 mmol/l. The "original" results were deemed correct. The sodium electrode lot number is j2139. The chloride electrode lot number is e6136. The expiration dates were requested but not provided.